Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4) d10 ¿ medical products item # 01-6482, lot # 161370; 1.5/0.6 2mm lefort plate g2: foreign: japan customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2023-00266.

Event description:
It is reported that the plates fractured during removal. The screws did not fracture and there was no fragment retention by the patient. There was no delay and surgical technique was followed. Attempts have been made and additional information on the reported event is unavailable at this time.